Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity arterial disease and underwent endovascular therapy. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.